Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accutrac 200 laser fiber was used during a holmium laser procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the tip of the laser fiber detached and damaged the lens of the scope. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another accutrac 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Problem code 2907 captures the reportable event of fiber tip detached. Model number updated. Investigation results: visual examination revealed that there was approximately 0.2 mm of exposed glass fiber tip remaining. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. The condition of the returned device confirmed the event. Therefore, a review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accutrac 200 laser fiber was used during a holmium laser procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the tip of the laser fiber detached and damaged the lens of the scope. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another accutrac 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.